Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issues was identified. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that no image malfunction was due to while the user was handling the subject device, the bending section cover leaked, leading to fluid invasion on the device. The fluid invasion caused damage to the plug unit. As a result, the suggested event occurred. The event can be prevented by following the instructions for use which state: important information - please read before use precautions: caution turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, "preparation and inspection", do not use the endoscope and solve the problem as described in section 5.2,"troubleshooting guide". If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, "returning the endoscope for repair". Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, "withdrawal of the endoscope with an irregularity". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the no image was due to a faulty plug unit. Additionally, the following was observed: bending section cover was leaking and bending section cover adhesive was worn. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that at the start of the diagnostic bronchoscopy there was no image coming up on the bronchovideoscope and they were unable to proceed with the same device and changed to a large scope instead. The issue was found at preparation for use. There was no impact to the patient and no patient injury was reported.